Event description:
It was reported that the pt was explanted from the vibrant soundbridge due to insufficient hearing benefit.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available. A device failure analysis will be submitted as a follow up report.